Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2021. Blood glucose level at the time of the incident was over 600 mg/dl. The customer did not state how they were treated for high readings. The customer also experienced nausea and vomiting. The customer was on insulin pump system within 48 hours of the incident. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.